Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm synchroseal instrument involved with this complaint to be returned for failure analysis. However, the instrument is not available for the evaluation based on information from the customer. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the synchroseal (480440-05/ l902105090087) associated with this event has been performed. Per logs, the synchroseal (480440-05/ l902105090087) was last used on (B)(6) 2021 on system (B)(4). The instrument had 0 uses remaining after the last procedural use. A review of the provided video was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: the video showed 20 seconds of a synchroseal instrument performing blunt dissection and electrocautery on the tissue. There is some minor blood oozing in the surgical field but it is unclear what the origin of the oozing is, but there did not appear to be any additional bleeding or oozing incurred during the video clip. The cde noticed that there was substantial build up of eschar/ biomaterial on the jaws of the synchroseal. The synchroseal user manual addendum (pn 555160) warns users of the risk of carbonized tissue, and provides instructions on how to clean the jaws of such carbonized tissue. The instructions for use for the da vinci instruments includes the following: warning: if the jaws are contaminated by carbonized tissue prior to sealing, insufficient sealing and tissue sticking can occur and ensure that the jaws are clean during use. To prevent contaminated jaws by the carbonized tissue, use a piece of moistened, soft gauze to remove the residual tissue and clean the electrode surface. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the 8mm synchroseal instrument reportedly did not sufficiently complete a seal. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right colectomy surgical procedure, the 8mm synchroseal instrument was not providing adequate sealing. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information related to the event: the insufficient sealing issue was reported during the sealing and cutting of the right colon dissection of mesentery. The energy worked okay via e100 and there was no delayed, no miss of delivery of the energy. The 8mm synchroseal instrument issue was poor sealing and cutting quality and no errors reported when the issue occurred. During the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. The target tissue was mesentery, tissue bundles. The tissue effect was observed during the sealing cycle and the jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. There was no unexpected additional bleeding experienced by the patient. There was some oozing observed but blood loss was around less than 5ml. The issue was resolved using monopolar curved scissors (mcs) and with normal bipolar instrument. There was no patient injury. The instrument is not available for return to isi for evaluation.